Manufacturer narrative:
(B)(4) the atriclip prov 50 lot number 89394 was discarded by the facility and not available for evaluation but a device history record was able to be obtained. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint. There was no report of any device malfunction, this was a procedural complication.

Event description:
It was reported on 4/11/2019 that a (B)(6) male patient underwent a sub-x video-assisted thorascopic ablation and left atrial appendage (laa) management procedure. The 4th and 6th intercostal ports were placed at a higher than normal angle. The ablation procedure was completed without issue. Placing the atriclip prov50 was difficult, most likely due to the steep intercostal port angles. During this process, the anterior jaw of the prov 50 perforated the base of the appendage. A second atriclip prov50 was deployed at the base of the appendage and transesophageal echo (tee) verified the bleeding issue was resolved. The first prov50 was removed from the patient without issue and no harm to patient as device was not fully deployed on the appendage. Patient is doing well post-op. There was no report of any device malfunction, this was a procedural complication.